Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that she was in the hospital and now she can't find her insulin pump. Customer's blood glucose readings have been between 40-50 mg/dl. Customer's daughter took her to the hospital but they wouldn't admit her. Customer was given a lot of chai tea and a lot of coffee with sugar. Customer stated that the hospital was able to admit her when her blood glucose was up to 250 mg/dl. Customer stated that she kept passing out. Customer was in pain and has been using insulin pens to treat. Customer was in the emergency room on (B)(6) 2016 with a blood glucose level of 250 mg/dl. Customer was in pain since the end of february. Customer was wearing the pump at the time but did not have a reservoir or infusion set on. Customer came home on (B)(6) 2016. Customer stated that she has had a massive weight loss and she is too weak to look for her pump as she is in too much pain. Customer's current blood glucose is 225 mg/dl.